Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate automatic mode switch (ams). The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.